Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300-400 mg/dl. The customer would change the infusion set site and resume insulin delivery to address the high bg level. The customer switched the type of infusion set used and the occlusions had not reoccurred. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to confirm if the infusion set was the cause of the occlusions.